Event description:
New information reported that on 6/1/2015, the lead was explanted and replaced. Noise continued to be seen prior to the procedure. The patient was in good condition following the procedure.

Event description:
It was reported that during follow-up of an asymptomatic patient, noise resulting in automatic mode switches and episodes of high ventricular rates was observed on the right ventricular lead. No programming changes were made and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.